Manufacturer narrative:
The device has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time. This report is made under the requirements of the medical device reporting regulations and does not constitute an admission on the part of animas of any deficiency in the performance of the device.

Event description:
The patient reported experiencing hypoglycemia 60mg/dl along with shakiness and "feeling sick". The patient reports his low blood glucose levels started at 3pm on (B)(6). The patient was not feeling well, and treated with food. The patient reports feeling better in approximately 30-40 minutes. The patient reports no change in diet or activity. At 5pm the patient's blood glucose rose to 200mg/dl. The patient gave two corrections and his blood glucose level came down. The patient reports his site is pinkish, and believes it is due to having to correct blood glucose levels. The patient reports being under a lot of stress due to finals and believes he is becoming sick. The patient reports having trouble removing the cartridge from the pump. This is being reported due to the patient experiencing erratic blood glucose levels.